Event description:
This case, reported by a non-healthcare professional who contacted the company with a product complaint, with add'l info from a healthcare professional, concerns a pt. The pt's medical history included type I diabetes mellitus. The pt was not receiving any concomitant medications. The pt received 30% soluble insulin/70% isophane insulin (humulin m3), 36 units in the morning and 37 units in the evening, delivered via a humapen ergo with a clear cartridge holder attached, for the treatment of diabetes, beginning in 2001. Two years after starting therapy with 30% soluble insulin/70% isophane insulin, the pt was hospitalized, presenting with feeling unwell and vomiting for two days. The pt was diagnosed with diabetic ketoacidosis. On admission the pt's laboratory data was as follows: urine ketones were positive, potassium 6.2, blood glucose 23, urea 6.2, calcium chloride 78. The pt's blood sugars are normally between two and twelve. The pt was treated on a sliding scale with intravenous insulin and intravenous fluids, with added potassium chloride later, and started to recover. The reporter stated that the pt's family member then took pt's humapen into hosp. The hosp staff then gave the pt their 30% soluble insulin/70% isophane insuline with this pen and their condition worsened again. The pt's family member then took pt's spare pen in (obtained at the same time, but never used), and insulin was delivered with this pen and the pt started to recover again. The initial reporter stated that when the pt was first taken into hosp the healthcare professional thought that the event may be a reaction to the insulin, but on examination of the pen the second reporter stated that it was leaking insulin and both the cartridge and cartridge holder were cracked. When it was realized that the humapen was at fault it was thrown away. The pt fully recovered and was discharged from hosp on the 4 days later. The pt's blood glucose levels on discharge were 10.3 and urine ketones were negative. The pt had been using their spare humapen with a clear cartridge holder attached since then and has had no further problems. Therapy with 30% soluble insulin/70% isophane insulin continues. The person operating the device was the pt or the pt's family member. It is unknown if the operator of the device was trained. The pt used 31 gauge, 5mm needles from another MFR and reused them once before changing them. The pt always primed the pen and either injected into their abdomen or family member injected into pt's buttocks. The pen is stored inside, in a bag. This humapen ergo complaint is associated with cid00203229. The healthcare professional stated that the reason for the precipitation of diabetic ketoacidosis was using an old pen which leaked insulin, both the cartridge and cartridge holder were cracked. The device will not be returned to the company for examination as it has been discarded. The complaint device could not be tested since no material was returned; therefore no malfunction could be identified. Defects that do not impact performance specs on this pen: none. Storage and usage: based on the customer complaint description and product use questions, there is no evidence or improper use or storage.